Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was verified and attributed to the multifunction test port receptacle. The multifunction test port receptacle was replaced to remedy the report. The device was recertified and returned to the customer. This is a malfunction which only impacts self-test portion with the defibrillator. Once the multi-function connection is removed from the test port and attached to a set of electrode pads or external paddles the device performs to specification. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.